Manufacturer narrative:
The insulin pump had blank display due to moisture damage on the electronic assembly. The motor had moisture damage. The keypad traces were corroded at the keypad flex fingers. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The pump had minor scratched display window, scratched case, cracked case at battery tube side and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.